Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after performing fill tubing while connected at the site. There was no reported impact to the customer's blood glucose level.